Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma_late.

Event description:
Patient reported a left side "exchange from textured to smooth implant due to the patient's concerns with the device and pain in breast and under her arm with possible fluid in breast." Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.